Event description:
Litigation papers allege that the asr hip failed causing pain in the patients hip, highly elevated metal levels in his blood and severe physical injuries. The asr hip has also restricted the patients activities. (B)(6) 2013 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. (B)(6) 2013 - the sales rep reported the revision surgery. The patient was revised to address elevated metal ion levels and obvious metallosis. Dor: (B)(6) 2013. (B)(6) 2013 - patients revision operative records were received. Records indicate the patient was revised to address a malpositioned acetabular component and femoral osteolysis. Upon revision amber appearing fluid, fibrous ingrowth only of the acetabular component, and corrosion around the femoral neck trunnion was found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the (B)(4) and international complaints databases finds no other reports against the femoral stem product and lot code combination since release to distribution. The investigation can draw no conclusion with the information provided. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.